Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor. Eval summary: qa analysis of the device revealed that the cross-it guide wire was returned with dried blood and contrast on the core. There was a kink in the core 9.8 cm distal to the proximal end of the guide wire. There was .5mm of offset and overlapped intermediate coils 1 mm distal to the proximal solder. The core was separated 11.4 cm distal to the proximal solder, and the distal end of the separation was twisted for a length of 1.5mm. The separated portion of the core was 6 mm in length and was returned within the tip of the guide wire. The distal 5 mm of the tip of the guide wire including the tip ball were intact. The tip coils were stretched 2 cm distal to the center solder for a length of 4.1 cm. There was no other damage noted to the guide wire. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Quality engineering reviewed the incident info and the analysis of the returned cross-it guide wire. Results of the sem analysis indicate that the device core was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device, and excess torque applied. From the incident description, the tip of the guide wire became trapped and stuck in the vessel obstruction. The root cause appears to be from circumstances during the procedure, and not a manufacturing related quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the qa department.

Event description:
It was reported that angiography revealed a calcified lesion in the mid lad. After several attempts to cross the lesion with several different guide wires, the cross-it 200xt was selected for use, but it aslo failed to cross. During removal of the guide wire from the patient, it was noted that the guide wire tip was almost broken and about to come off. Reportedly, there was no patient injury. The returned goods analysis of the guide wire confirmed that the guide wire was separated at the core.